Event description:
It was reported that incorrect measurement occurred. The avvigo plus multi-modality guidance system was selected for use. However, the monitor goes blank for 2-3 seconds at random moments and is believed to be measuring incorrectly. There were no patient complications reported.

Manufacturer narrative:
D2b device procode (product code): dqk, dsk, itx, iyo.